Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead showed alerts of high, out of range shock lead impedances. Isometrics maneuvers, and serial impedances were completed and resulted in no noise and in range values. A possible spring contact issue was speculated for this system. They will continue monitoring the system at this time. No adverse patient effects were reported.